Event description:
It was reported at device change out due to normal eri, an output anomaly was observed during dft testing on the new device. The new device was then replaced. Possible high voltage lead issue was noted.

Manufacturer narrative:
A partial lead with the connector portion measuring 14cm long was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.